Manufacturer narrative:
A steris service technician was onsite performing preventive maintenance services and identified that the water supply hose was leaking water onto the floor. The user facility immediately cleaned up the water off the floor. The technician replaced the flexible hose assembly, ran a test cycle, and found the unit to be operating properly. The unit was manufactured in 1999 and is under steris service agreement. No additional issues have been reported.

Event description:
The user facility reported that their reliance 444 washer was leaking water onto the floor. No report of injury.